Event description:
It was reported that the patient had a groshong catheter implanted and the catheter was secured with the statlock on (B)(6) 2021. A blood return, the connection part and the length of the catheter was checked regularly when an infusion was set up or exchanged. After that, delirium occurred in the patient, so the patient wore the mitten. The patient did not take off them on his or her own. On (B)(6) 2021, the catheter was found to be broken with a dressing secured. Bleeding was not confirmed. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3587 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted and the catheter was secured with the statlock on (B)(6) 2021. A blood return, the connection part and the length of the catheter was checked regularly when an infusion was set up or exchanged. After that, delirium occurred in the patient, so the patient wore the mitten. The patient did not take off them on his or her own. On (B)(6) 2021, the catheter was found to be broken with a dressing secured. Bleeding was not confirmed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to be broken just distal to the molded joint. A microscopic observation revealed the break sites were somewhat uneven, but mostly smooth with a granular surface texture. The characteristics and location of the break in the returned sample suggest the catheter likely broke due to excessive tensile (pulling) force.